Event description:
The following event occurred during treatment of a left side aneurysm, size 8 mm in height, 6.8 mm in width, and 3.0 mm in neck: during the procedure the matrix soft-helical coil unraveled and broke.